Manufacturer narrative:
Section d4, h4 :additional information. Investigation summary: the reported event of a replace system controller alarm was confirmed via the submitted log file. The submitted log file contained data spanning approximately 31 days ((B)(6)2019 ¿(B)(6)2019 per the timestamp). The log file captured a replace system controller alarm on (B)(6)2019 at 16:36:46 due to an lcd fault. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. Technical services informed the account that no action would be required in response to the alarm as it was a transient issue. The root cause of the reported event could not be conclusively determined through this analysis. Reports of similar events are being tracked and monitored. Heartmate ii instructions for use (doc #10006962, rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (doc #10006960, rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms including controller fault alarms. The patient handbook and the instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a "replace system controller" event on (B)(6) 2019 at 16:38. As per patient no audible signal was heard. During the analysis of the log file it was seen that on (B)(6) 2019 at 16:38 an lcd fault, which led to a yellow wrench alarm indicating ¿replace system controller¿. This was a temporary communication error between the display and main processor. This issue did resolve itself. No action is needed at this time. Patient was hospitalized at time of event and remains hospitalized. No further information was provided.